Event description:
Customer reports, pinpoints are breaking off very short in a face/nose plastic surgery procedure. There was a five minute delay during the operation. The needle fragment was retrieved without x-ray involvement. There was no injury involved during this incident.

Manufacturer narrative:
Thirty-three samples were returned for evaluation. Returned samples were examined and evaluated by tinius olsen testing. All samples met the suppliers specifications. A search of the lot history was unremarkable with regard to the complaint. Two different needle lots were issued during the production of this lot. However, both needle lots met all release criteria. A search of co's records finds no other reports against this lot. Co believes this product should have performed satisfactorily, under normal conditions of use.